Event description:
Smith + nephew knee implant failed. Replaced w/same device 2010. Also failed. Pt had become so weak and disheartened after knee implant that a 3rd was not recommended. See scanned pages.